Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility on (B)(6) 2016 to assess and observe the account¿s reprocessing practices and no deviations were noted. In addition, olympus followed up with the user facility regarding the reported event; however, no additional information was obtained.

Event description:
Olympus received a legal document on june 24, 2016 which alleges that a patient was infected with a drug resistant bacteria after he underwent multiple endoscopic retrograde cholangiopancreatography (ercp) procedures using a tjf-q180v duodenovideoscope between (B)(6) 2014 and expired on (B)(6) 2014. The legal document also alleges that the tjf-q180v was reprocessed using a custom ultrasonics system automated endoscope reprocessor.